Manufacturer narrative:
Explanation: there was no death associated with the defibrillation event. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the treatment event. During the functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 06/19/2014. Belt: 07/18/2016.

Event description:
A us distributor reported that a german patient experienced a treatment event on (B)(6) 2018. The patient was reportedly walking out of the bathroom to his bed, became dizzy, and collapsed in front of his bed at the time of the event. The patient's rehabilitation facility room neighbor witnessed the event and called the nurses. The patient was transferred to an intermediate care unit and was set to receive an ICD. The patient received an appropriate treatment shock on (B)(6) 2018 while in ventricular tachycardia (vt) at 220 bpm. Following the treatment, there was a one sinus beat to a seven second pause and then one sinus beat to an eleven second pause. Twenty four seconds after the first appropriate shock, the patient received a second shock while in asystole followed by a third shock thirty four seconds later while also in asystole. The post shock rhythm following the last shock was atrial fibrillation (af) at 60 bpm. The response buttons were pressed earlier in the detection sequence but not immediately prior to the first treatment delivery. The response buttons functioned appropriately. Motion artifact contributed to the two treatment shocks delivered while the patient was in asystole. There was no death associated with the treatment event. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device performed as designed by detecting and treating an arrhythmia. The arrhythmia was converted to a slower rhythm.